Event description:
Drive devilbiss healthcare was notified of an incident involving a portable compressor nebulizer by a distributor, who stated the "unit is sparking at the tubing connector when powering on." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.

Event description:
Drive devilbiss healthcare was notified of an incident involving a portable compressor nebulizer by a distributor, who stated the "unit is sparking at the tubing connector when powering on." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.